Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 405 mg/dl. In additional, customer¿s blood glucose value was 504 mg/dl. Customer was treated with manual injection for high blood glucose level. Customer reported that the bent cannula may interfere with delivery of insulin. Customer was assisted with troubleshooting for high blood glucose level. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.